Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Manifested by cloudy pd effluent, abdominal pain, and weakness. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm,intraperitoneal, every 5th day, discontinued) and meropenem injection ( 1gm, intraperitoneal, once daily, discontinued) for peritonitis. Twelve days after event onset, pd therapy was discontinued and the pd catheter was removed. The patient was switched to hemodialysis therapy. At the time of this report, the patient remained hospitalized and was not recovered from peritonitis. Cloudy pd effluent, abdominal pain and weakness were resolved. No additional information is available.